Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly. Visual examination of the dilator revealed signs of use in the form of biological material on the interior and exterior of the distal tip. Signs of fraying and separation were observed on the tip. The length of the returned dilator extrusion measured to be 21.063" which is within specification. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit states to enlarge the cutaneous puncture site with the cutting edge of the scalpel if necessary prior to using the dilator. The reported complaint of a damaged dilator tip was confirmed by complaint investigation. The dilator tip was frayed and split, indicating excessive force. The returned dilator passed all relevant dimensional specifications. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports while the md was performing according to the IFU, the tip of the sheath was broken. Md opened a new set and the procedure was completed sucessfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports while the medical doctor was performing according to the IFU, the tip of the sheath was broken. Medical doctor opened a new set and the procedure was completed sucessfully.